Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following could not be completed with the limited information provided. Patient date of birth/age - ni, patient weight - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that the patient could undergo a revision procedure due to unknown reasons. However, no revision has been reported to date.